Event description:
At 2am the customer was found unconscious. Customer family member took a blood glucose reading and received a result of 167mg/dl. Emergency medical techs were called and they tested the customer's blood glucose and received a reading of 52mg/dl. The customer was taken to the ER and given an IV of glucose and admitted overnight to the hosp. Customer was using expired controls. A request was made for the return of the suspect device and replacement product was sent.